Event description:
It was reported that the patient fell and suffered a periprosthetic fracture so he had to be revised. The cup remained implanted. The surgeon noted that nothing was wrong with the components and only had to be removed because of the fall resulting in the fracture.

Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown accolade ii size 6 x 132 stem. It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.